Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexplained no delivery alarms, smelled insulin during priming, up and down buttons were sticking and the screen was scratched. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.